Manufacturer narrative:
(B)(4). It was reported that at the time of hospitalization, the patient was treated for two weeks with unspecified intravenous antibiotics. The patient did not recover from the peritonitis event (previous outcome reported as recovered). Approximately one month after the first peritonitis event, the patient was diagnosed with relapsing peritonitis. It was reported that the patient was treated with unknown oral antibiotics (dose, frequency and duration not reported). The following month, the patient again experienced relapsing peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (does, frequency, and duration not reported). The patient was not hospitalized for the relapsing peritonitis events. At the time of this report, the patient has not yet recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as self-contamination during connection. On the same day, the patient was hospitalized for the event. On an unknown date ,the patient began treatment with an unknown antibiotic intravenously (dose and frequency not reported) for peritonitis. Four days after admission, the patient was discharged from the hospital. It was not reported if the patient was retrained on aseptic technique. At the time of this report, the patient was recovered from peritonitis. Pd therapy was ongoing. Additional information was not available.